Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it tore in the cartridge prior to insertion. There was no patient contact or injury. The facility stated it was unknown as to why the lens tore. The facility stated an mtc60c fp cartridge was used but they were unable to recall the lot number, nor the model and lot number of the injector.